Event description:
Falsely elevated hb1c results were obtained on multiple patient samples. The results were reported to the physician. The results were questioned within the laboratory due to a qc shift. The samples were re-run by an alternate methodology and lower results were obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is failure by the customer to input the lot specific calibration scalers provided with the kit. The kit packaging prominently displays the lot specific scalers on the outside of the kit packaging to reinforce the need to input the scaler factors when calibrating the lot. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Issued an urgent medical device correction in august 2012 to reinforce instructions to customers to enter and verify scalers with every calibration of a new hb1c flex(r) reagent cartridge lots and with each recalibration of the same flex(r) lot. The hb1c method uses additional calibration parameters called scaler values. These values are polynomial equation factors that have been determined for hb1c in order to provide the best correlation to the hba1c reference methodology. This feature had been communicated to customers with the launch of hb1c (df105a) in the hb1c kit supplement. The instrument is performing within specifications. The account has corrected the scalers.